Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the available information, the failed repair may likely be due to the patient¿s native valve.

Event description:
Medtronic received information that post operative day one the patient was noted to have ventricular escape and then eight days post implant of this annuloplasty ring, worsening mitral insufficiency was noted. Subsequently, two weeks post-implant the ring was explanted and replaced with an unknown manufacturer's bioprosthetic valve. Nine days post-operative, the patient presented with psychomotor retardation. Twelve days post-implant, the patient had symptoms of pneumothorax. Nineteen days post-op, the patient presented with fever and positive blood cultures. Twenty days post-operative, the patient presented with dyspnea, and hemodynamic failure with avulsion of the mitral valve; the patient passed away twenty days post-operative due to multiple organ dysfunction syndrome. It was noted by the physician that the patient's death was not related to the annuloplasty ring, but the bioprosthetic valve implant contributed to the death.

Event description:
Medtronic received information that post operative day one the patient was noted to have ventricular escape and then eight days post implant of this annuloplasty ring, worsening mitral insufficiency was noted. Subsequently, two weeks post-implant the ring was explanted and replaced with an unknown manufacturer's bioprosthetic valve. Nine days post-operative, the patient presented with psychomotor retardation. Twelve days post-implant, the patient had symptoms of pneumothorax. Nineteen days post-op, the patient presented with fever and positive blood cultures. Twenty days post-operative, the patient presented with dyspnea, and hemodynamic failure with avulsion of the mitral valve; the patient passed away 21 days post-operative due to multiple organ dysfunction syndrome. It was noted by the physician that the patient's death was not related to the annuloplasty ring, but the bioprosthetic valve implant contributed to the death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction made to the timeline of the patient death; corrected from "the patient passed away twenty days post-operative" to "the patient passed away 21 days post-operative."

Manufacturer narrative:
Corrected spelling of the facility name, and added the email address.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).